Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported multiple patients with a thin flap post laser treatment. Additional information requested.

Manufacturer narrative:
During onsite visit, the tm (territory manager) stated test cuts in pmma were below specification. The tm adjusted the z offset and completed system verification to specification. Z-offset of the treatment day could not be indemnified. The root cause could not be determined conclusively. The possible root cause could be an adjustment of the z-offset. (B)(4).